Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a1, a2, a3, a4: device used in a veterinary case - no patient information will be reported. H3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the plate was broken in two fragments from the third screw hole. Additionally, light scratches were observed along the surface of the device. Biological residue from surgical procedure was also found. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. Surgical technique was reviewed and the following relevant statement was found at page 14: note: screw length may be measured either with or without the short drill sleeve assembled to the plate. When measured directly through the drill sleeve, subtract 5 mm from the reading to account for the drill sleeve. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lcp-pl 1.5 straig 6ho l36 sst would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 02.114.004 lot no: 9708p10 release to warehouse date: 04 mar 2024 manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that a toy poodle underwent unknown surgery for radial shaft fracture with the lcp plate. The surgery was completed successfully with no delay. The first follow-up after 2 weeks from the surgery, plate breakage at the point of the fracture line was confirmed. The patient had been put in a rest state in the cage after the surgery. The plate was fixed with four locking screws (1.5mm diameter), and there was no strangeness of the plate placement and screw length. However, the sales rep suggested using larger screw at the revision surgery. Revision was performed using a competitor product. There was no surgical delay related to the event. The patient outcome was reported to be stable.